Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) is complete. The reported problem ("add gel" messages) was confirmed. As received, the electrode belt failed incoming testing. Upon investigation, the cable connecting the distribution node (dn) to the rear therapy electrodes and the ECG c and d cable grommet were pulled from the strain relief, damaging wires in the cable. The root cause for the strained cable was excessive force. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned electrode belt sn (B)(4) and reported that a patient was receiving "add gel" messages.